Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was unable to check their dexcom cgm readings at the time of the event. The patient's brother observed the patient experiencing a seizure while asleep and immediately called paramedics. The patient was asleep at the onset and was awakened upon paramedics¿ arrival. The paramedics assessed blood glucose (bg), which measured 13 mg/dl initially, then 23 mg/dl. The patient was treated with IV glucose and oral carbohydrates. Prior to paramedics¿ departure, bg had increased to approximately 78 mg/dl. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.